Event description:
Customer reported that during daily check, the device would not power up and the "lcd" led was flashing. No reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.